Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and inappropriate therapy had been delivered due to episodes of atrial fibrillation with fast ventricular response. No intervention was performed and the patient was stable and will continue to be monitored.